Event description:
There was a leak in tubing from irrigation connection. A new one was opened to complete the procedure. Product did not have patient contact or harm. Product is available for return to manufacturer. Manufacturer response: for suction/irrigator tubing, (brand not provided) (per site reporter). Emailed the representative - product is to be returned to the manufacturer.